Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction strip issue. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of blood result reading of "lo". Customer states that she feels well and requires no medical attention. Customer's expected blood results are 95-120mg/dl fasting. Verified the strips expire 08/20/2016. Customer confirms the strips are stored properly and have been in use since (B)(6). Reviewed meter memory: (B)(6). Customers concern:lo on (B)(6) 2015 12:01am & lo.

Event description:
Consumer complaint of blood result reading of "lo". Customer states that she feels well and requires no medical attention. Customer's expected blood results are 95-120mg/dl fasting. Verified the strips expire 08/20/2016. Customer confirms the strips are stored properly and have been in use since november. Reviewed meter memory: 1: lomg/dl (B)(6) 2015 12:01:00 am fasting: yes. 2: 91mg/dl (B)(6) 2014 07:00:00 pm fasting:yes. 3. 112mg/dl (B)(6) 2014 07:35:00 pm fasting: yes. 4: lomg/dl (B)(6) 2014 07:34:00 pm fasting:yes. 5: 108mg/dl (B)(6) 2014 06:23:00 am fasting:yes. Customers concern: lo on (B)(6) 2015 12:01am and lo.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).